Event description:
On (B)(6) 2011 during procedure of enrollment there wasn't evidence of ps in lv ring- lv tip configuration, but after procedure doing measurement of lv threshold in all configuration patient felt ps in above mentioned configuration. (B)(6) 2011 device reprogramming we didn't program device lv stimulation in above mentioned configuration closed. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).